Event description:
Same case as MDR ID 2134265-2012-08434, 2134265-2012-08435. It was reported that during diagnosis procedure, the automatic pull back did not work. During set up of a procedure, the motordrive of ilab did not auto pullback. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
Same case as MDR ID 2134265-2012-08434, 2134265-2012-08435. It was reported that during diagnosis procedure, the automatic pull back did not work. During set up of a procedure, the motor drive of ilab did not auto pullback. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device observed with no visible damage or defects. The device successfully underwent a continuous burn-in for 6 hours. The pullback problem could not be reproduced during analysis. However by moving the lemo cable the image became poor. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Manufacturer narrative:
(B)(4).